Manufacturer narrative:
Concomitant medical products: 5076-58, lead, implanted: (B)(6) 2009; 5076-45, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to high/undefined impedance on the rv coil and svc coil of the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had fractured. The lead was explanted and replaced.